Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed incoming ECG fall-off test. Upon evaluation, there was an open white (drvn gnd) wire inside the trunk cable. The cause of the non-functional ECG electrodes and test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor returned a belt indicating that the ECG electrodes were non-functional.